Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was dislodged after undergoing open heart surgery. Additional information from the sales representative indicates the patient experienced premature ventricular contraction (pvc) and pain due to the lead dislodgement. This lead was not attempted to be repositioned and it was successfully replaced. No additional adverse patient effects were reported.